Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations: "the needle did not enter through the teflon and had to be removed through the endoscope channel and broke it."

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Lab evaluation : 1 x echo-19 from lot# c1391385 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device returned in its original packaging. The stylet was partially out and the needle is exposed. There was a kink present above the break. The needle advanced with difficulty. The needle is broken distally. The sheath is damaged distally. All parts of the needle are accounted for there are no other functional issues with the device. The customer complaint is considered to be confirmed as the needle was broken , we can confirm the retraction issue based on customer testimony as the needle came back exposed. A possible cause of this complaint is that the device became kinked distally (leading to the retraction issues) and the needle broke on removal from scope. A review of manufacturing records were performed for lot c1391385 and there were no discrepancies which could have contributed to this occurrence there is no evidence to suggest that this issue affects the entire lot # c1391385; upon review of complaints this failure mode has not occurred previously with this lot # c1391385. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported to customer relations: "the needle did not enter through the teflon and had to be removed through the endoscope channel and broke it."